Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that the bd q-syte extension set 15 cm (6 in) 0.34 ml micro bore experienced leakage during use. The following information was provided by the initial reporter: patient was admitted to the operating room on the morning of (B)(6) 2020 due to uterine tumor. Nurse prepared the venous channel before surgery for the patient , with normal saline infusion line connection disposable blood transfusion apparatus opened. When disposable blood transfusion apparatus outside taper joint connected the septum of q-syte, it was found that the liquid leakage, the nurse immediately replaced a new q-syte and there was no fluid leakage, infusion went normal.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd q-syte extension set 15 cm (6 in) 0.34 ml micro bore experienced leakage during use. The following information was provided by the initial reporter: patient was admitted to the operating room on the morning of (B)(6) 2020 due to uterine tumor. Nurse prepared the venous channel before surgery for the patient , with normal saline infusion line connection disposable blood transfusion apparatus opened. When disposable blood transfusion apparatus outside taper joint connected the septum of q-syte, it was found that the liquid leakage, the nurse immediately replaced a new q-syte and there was no fluid leakage, infusion went normal.